Manufacturer narrative:
Siemens reviewed the instrument logs provided by the customer. The root cause for the suspected discrepant thb (total hemoglobin) result is unknown. There is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any possible contamination. The rp500 sn (B)(4) is performing as intended. The aqc results, prior and post sample analyses, are within acceptance limits. There are no d2 or d3 drift errors or d39 obstructions for thb on the date of the event, (B)(6) 2019, indicating no systematic and/or fluidic errors.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested log files to be provided for investigation. The customer stated that the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.